Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address mal-aligned femoral component and tibial tray. The tibial tray was also loose at the cement/implant interface. Competitor's cement was used in primary surgery.